Event description:
It was reported that this pacemaker declared a lead safety switch (lss) due to out-of-range (oor) impedances on the right atrial (ra) lead. The ra lead was programmed back to the bipolar configuration. Subsequently, intermittent impedances spikes were observed. Boston scientific technical services (ts) discussed troubleshooting and reprogramming options. This pacemaker and ra lead remain in service. No adverse patient effects were reported.